Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure the iol was not ejected. At the time of iol implantation, lens did not come out of the cartridge. The injector was disassembled manually and the iol was implanted with an external cartridge. There was no patient harm.

Manufacturer narrative:
Additional information was provided in e.1. H.3., h.6. And h.11. The product was not returned for analysis. Video was returned and the reported complaint was observed. Video provided shows a company preloaded device. When the lever is pressed, the device appears not to activate. The root cause appears to be vendor related, as the device failed to activate when the lever was pressed. However, due to the absence of a physical sample, we are unable to determine the exact cause of the event. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).